Event description:
It was reported that the device had reached elective replacement indicator and the atrial thresholds were noted to be high possibly due to atrial capture management. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device had reached elective replacement indicator and the atrial thresholds were noted to be high possibly due to atrial capture management. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned, analyzed, and analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.